Manufacturer narrative:
Additional information in h3, h4 and h6. H10: the device was received for evaluation in an opened pouch. A visual inspection with the naked eye observed a stain/dark color on the sponge which was determined to be iodine. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was inadequate iodine on the sponge of a minicap. The inadequate iodine on the sponge was observed prior to use of the minicap for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.